Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-nov-2022. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte device and two photographs for investigation. A gross visual inspection of the returned unit found that the bottom body had been broken into two pieces. Further inspection under a microscope found that the surface of the break was uneven and rough, a crack was present extending from the break at an angle, and the end of the luer thread for the female port was damaged. These observations indicate that the unit likely experienced some form of shear stress. Additionally, damaged luer threads may indicate that the unit was over torqued. This in combination with a photo showing the unit installed on an intravenous device make it highly likely that the break originated from over torque during use. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 3 bd q-syte¿ luer access split-septum stand-alone devices experienced device damage while still considered operable. The following information was provided by the initial reporter: the head nurse of neurology department reported that it had been connected to the PICC interface, and the screw of the connector was found to be broken on the third day after the connection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd q-syte¿ luer access split-septum stand-alone devices experienced device damage while still considered operable. The following information was provided by the initial reporter: the head nurse of neurology department reported that it had been connected to the PICC interface, and the screw of the connector was found to be broken on the third day after the connection.